Event description:
Additional information reported the event was related to the procedure. The event was considered resolved without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that diagnostic methods included examination which showed thick yellow drainage. The revision occurred on (B)(6) 2014. The entire system was explanted on (B)(6) 2014.

Event description:
Additional information reported the stimulator was replaced for a battery exchange and that the leads had been left in place. The new stimulator was connected to the leads and tested to ensure adequate placement. The pocket was irrigated with antibiotics and then closed. Following the replacement the site was infected and would not close. The event was now noted as not related to the procedure. Outcome was still unknown. Further follow-up was being conducted to obtain this information.

Event description:
It was reported the stimulator and lead were revised. Since the stimulator and lead revision the patient had had constant purulent drainage. The stimulator site was infected with a small opening exposing the stimulator. The device was explanted and not replaced. The event was considered ongoing. There was no additional information on why the stimulator and lead were revised. Further follow-up is being conducted for additional information on revision and outcome of event. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).